Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's next of kin that the customer received emergency medical assistance due to low blood glucose on march 13, 2018 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call. The customer was given food, intravenous fluids, and glucose tablets to treat. The customer experienced symptoms such as dizziness, slurred speech, and incoherence. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer had another low event within 6 months where paramedics had to treat them. The caller state the customer's pump was old and needed replacement. The insulin pump will be returned for analysis.